Event description:
In 2009, the pt reported that before bed, the previous night, her blood glucose measured 441 mg/dl and she bolused 12 units of insulin. At 9:00 am, the following morning, her blood glucose measured 305 mg/dl and she bolused 7.7 units of insulin. At 12:00 pm, her blood glucose measured 356 and at 1:00 pm, it measured 387 mg/dl and she bolused 10 units of insulin. At the time of the report, her blood glucose measured 419 mg/dl. She stated that the infusion set and insulin cartridge were last changed three days prior. She inspected the insulin cartridge and found a large air bubble. She stated that she does not allow insulin to reach room temperature prior to use and she properly adjusts the piston rod of the infusion device prior to inserting the insulin cartridge. She stated, she has never changed the adapter and she was advised to change it every 10th cartridge change. The pt changed the insulin cartridge and infusion set. She also attributed elevated blood glucose to stress. She stated she had "kidney stones or gall stones" that she passed and also blood in her urine. She was given an antibiotic for this one month ago. Upon f/u the day after the original date, the pt stated, her blood glucose measured 137 mg/dl at 9:45 am and 93 mg/dl at 1:40 pm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.